Manufacturer narrative:
Patient information is not available. Reporter's occupation is unknown. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation of the ECG waveforms from single lead (12-lead waveforms not available) was conducted. Conclusion was that there are heart rate (hr) increases due to artifacts, however, the hr increases are intermittent and some of the hr increases were seen also in the pleth waveform suggesting perfusion. The b850 logs from (B)(6) 2014 19:01:18 to (B)(6) 2014 18:32:32 show eight (8) hr high ( tachy) alarms with longest duration of 6 seconds with the hr high alarm limit of 200 /min. This indicates that the hr was below alarm limit most of the time. The involved pdm module was tested for linearity, dynamic range, and noise performance, passed all tests and no issues were found. The involved ECG cable was requested for investigation but was not available. Ge engineers visited the reporting hospital. They were able to demonstrate that the ECG electrodes were contributing to the artifact seen in the ECG waveform. After the customer changed to a different manufactured ECG electrode, the noise artifact no longer existed and false arrhythmia calls stopped. No further complaints have been reported of this issue from the customer since the change of the ECG electrodes. The investigation concluded that the issue was caused by the combination of high skin-to-electrode impedance in conjunction with an external source of electrical interference. The ECG measurement circuitry will be more sensitive to external environmental noise if the ECG electrode impedance is high. The b850 user's manual covers skin preparation techniques: shave any hair from the electrode site; gently rub the surface of the skin to increase capillary blood flow; clean the skin with alcohol or mild soap and water solution to remove skin oil and dead or abraded skin cells; dry the skin completely before applying the electrodes. It was observed that the section on skin preparation was not followed by the customer. The b850 user's manual (2062971-001) covers troubleshooting techniques. For noisy ECG signal the ECG troubleshooting gives the following solution: "check the electrode quality and positioning. Do not place electrodes on body hair, bones close to skin, layers of fat and major muscles. Pre-gelled electrodes are recommended". The b850 user's manual (2062971-001) gives a warning: "use only approved accessories, including mounts, and defbrillator-proof cables and invasive pressure transducers. For a list of approved accessories, see the carescape modular monitor supplemental information manual. Other cables, transducers and accessories may cause a safety hazard, damage the equipment or system, result in increased emissions or decreased immunity of the equipment or system or interfere with the measurement.". The carescape modular monitor supplemental information manual (2062971-004) gives a list of approved ECG accessories including ECG electrodes.

Event description:
This customer reported a baby was treated unnecessarily based on the monitor providing an inaccurate heart rate value. No harm to baby.